Manufacturer narrative:
Summary of evaluation: from the damage that was evident on the insert, it is likely that the insert was mis-aligned when the attempt was made to hammer it into place.

Event description:
The tibial insert would not seat in the baseplate. There was no adverse consequence for the pt or delay in surgery or anesthesia time.